Manufacturer narrative:
(B)(4); boston scientific received additional information. The following month, a pacemaker was implanted and the s-ICD remained in use concomitantly. Approximately two weeks after that, the patient passed away. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate shock therapy from the device in (B)(6) 2017. At a follow-up in (B)(6) 2017 the episodes were reviewed. The first shock was delivered appropriately for the patient's ventricular tachycardia (vt). However, that shock accelerated the rhythm into fine ventricular fibrillation (vf). Due to the low amplitude morphology, the vf was undersensed for a short time, then once sensing was appropriate, the smart charge caused therapy to be delayed for five seconds. Therapy was delivered and the vf was converted. No adverse patient effects were reported.